Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level and customer alleged insulin pump was under delivering. Customer blood glucose at time of incident was 26 mmol/l. Customer current blood glucose level was 13.8 mmol/l. The customer alleged insulin pump was under delivering because they changed the tubing and still having high blood glucose, will only go down when using manual injection. The customer was treated with manual injection. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. Customer stated that the auto mode feature was not active at the time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer had symptoms related like positive results in ketones test and nausea. Customer was assisted with troubleshooting for high blood glucose. The device will not be returned for analysis